Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found that one of the needles in the rinse unit was leaking which caused the event. The fse then replaced this part. After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue. The investigation determined that the event was caused by a service maintenance-related issue.

Event description:
The initial reporter received questionable crep2 (creatinine plus ver.2) assay results and possibly other unspecified assays from several patient samples tested on the cobas 8000 cobas c 701 module. The initial results were not reported outside of the laboratory. The reporter stated that the difference in the results was very large after the rerun.. The reporter was able to provide two examples of discrepant results: sample 1: the initial result was 109 umol/l. The repeat result was 58 umol/l, sample 2: the initial result was 175 umol/l. The repeat result was 57 umol/l.